Manufacturer narrative:
As reported, the 6mm 25cm saber percutaneous transluminal angioplasty balloon catheter was used for adding inflation; however, blood leaked from the shaft prior to inflation. The complaint device was replaced with another saber pta (different catalog number) and a drug coated balloon was used. A 5mm non-cordis balloon catheter was used for inflation. The procedure was completed. There was no reported injury to the patient. The lesion was the right superficial femoral artery which had cto. A contralateral approach was made from the left femoral artery. A 6f 45cm non-cordis sheath was used, and a guidewire crossed the lesion. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped normally and was able to maintain negative pressure. The lesion was noted to have moderate calcification with no vessel tortuosity. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The device was returned for analysis. A non-sterile saber 6mm x 25cm 155 was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that no damages or anomalies were observed during the unaided eye visual inspection. The balloon was received deflated. The syringe used in the procedure was sent with the device. Functional testing was performed using an inflator/deflator device attached to the inflation port, positive pressure was applied with the purpose of reach the rate burst pressure. During this test t a leak was observed in the shaft of the catheter near the proximal end of the balloon body. Due to the leak condition observed, sem analysis was executed to evaluate the possible attributable cause to the identified leak, during this analysis the presence of scratch marks in the shaft area along with multiple punctures were observed. These scratch marks and punctures are normally attributed to the interaction of the affected material with sharp edges or mechanical damage. A product history record (phr) review of lot 82276039 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage¿ was confirmed via device analysis. However, the exact cause could not be determined. Device analysis revealed a leakage from the outer surface of the body/shaft where multiple punctures and scratch marks were also identified. Based on the information provided it appears the body/shaft leakage was caused by the interaction of the shaft material with a sharp object. It is likely vessel characteristics of a chronic total occlusion with moderate calcification likely contributed to the reported event. A chronically occluded vessel makes crossing into the lesion difficult; it is likely damage to the body/shaft material occurred in the attempt to cross or while crossing into the lesion as evidenced by the damages noted during functional testing. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 6mm 25cm saber pta was used for adding inflation; however, blood leaked from the shaft prior to inflation. The complaint device was replaced with another saber pta (different catalog number) and dcb was used. A 5mm non-cordis balloon catheter was used for inflation. The procedure was completed. There was no reported injury to the patient. The lesion was the right superficial femoral artery which had cto. A contralateral approach was made from the left femoral artery. A 6f 45cm non-cordis sheath was used, and a guidewire crossed the lesion. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped normally and was able to maintain negative pressure. The lesion was noted to have moderate calcification with no vessel tortuosity. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82276039 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6mm 25cm saber pta was used for adding inflation; however, blood leaked from the shaft prior to inflation. The complaint device was replaced with another saber pta (different catalog number) and dcb was used. A 5mm non-cordis balloon catheter was used for inflation. The procedure was completed. There was no reported injury to the patient. The lesion was the right superficial femoral artery which had cto. A contralateral approach was made from the left femoral artery. A 6f 45cm non-cordis sheath was used, and a guidewire crossed the lesion. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped normally and was able to maintain negative pressure. The lesion was noted to have moderate calcification with no vessel tortuosity. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The device will be returned for evaluation.